Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was to report that at least six months ago, last summer noticed that the therapy hasn't been helping. Patient said they get bladder spasms and when they need to void they don't feel tingling in the front unless they really have to void otherwise they just feel pressure in their kidney area. Patient also said that when they go to bed they have to go 5-6 times. Patient said that they take pain medication at night and after about 45 minutes the bladder will relax. Patient said they drip and use pads. Patient said that when they void they only void 150cc at a time. Patient also mentioned that within the same time frame patient has experienced some uncomfortable stimulation sensations in their body. Patient said that the setting is low and just up one. Patient is charging ins and said that there is a lightning storm outside and whenever there is ligh tning they will experience shocking in their body. When asked, patient said they have had two falls however isn't sure of the time frame. Patient also mentioned that they do drink caffeinated tea and knows that it affects their bladder and is trying to quit. Patient said that their diabetes hcp has prescribed a new medication that may increase bladder symptoms. Patient said they haven't seen their managing hcp in a long time. Reviewed therapy information and general programming guidance. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.